Event description:
It was reported by the affiliate that (1) mcs20 was used during an unknown procedure. It was reported that the clip would not feed. The case was completed with another instrument and with no pt consequence.